Manufacturer narrative:
The device was not returned to olympus. Therefore, the exact cause of the reported event could not be conclusively determined. However, the most probable cause of the reported event can be attributed to operator error. The IFU provides a warning in an attempt to reduce risk of injury to the patient/user that states, ¿impact, fall, shock or similar stress can result in damage of the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries of the patient and/or user.¿ if additional information becomes available or if the device is returned at a later time, this report will be updated accordingly.

Event description:
Olympus received a voluntary medwatch report (#mw5068917) from FDA stating, while the physician performed a (turp) transurethral resection of the prostate procedure, the tip of the inner sheath broke. Limited information was provided on the medwatch report as there was no user facility information or contact; therefore, no follow-up with the user facility could be performed. In addition, there was conflicting information provided in the medwatch report since the medwatch indicated that there was no adverse event but the type of report was ¿serious injury.¿